Event description:
The event occurred in china. It was reported that the rotaflow drive stopped working during patient treatment. The customer reported that garbled characters were displayed. The device was replaced to continue treatment without any negative consequences for the patient. In addition, it was found that the closing assy is broken. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.